Event description:
Additional information received from the consumer reported them being attacked was not related to their device or therapy and they only had one back surgery. In order to resolve the issue with the stimulator the doctor wanted to do another surgery, but the consumer didn't trust the physician to do another surgery. Therapy was not currently restored.

Event description:
Additional information was received from the consumer regarding steps taken to resolve the implant not being completed correctly, the stimulation not helping, and hardly being able to walk; the consumer reported that she had received no help as of (B)(6) 2016. It was also reported that the patient thought she had help when she went back for a check up. The patient stated that she might have gotten the implant to work, but now she was told that the wires were loose. The consumer also reported that the patient and the manufacturer representative could not get it to work. It was noted that the patient was very dissatisfied. The patient further stated that she had not received the help she needed on the implant or on her problem with her back and leg. The patient lived in pain 24/7, and she was never free from pain.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient was told post-implant that the healthcare professional did not finish the surgery as the healthcare professional became frustrated with the patient, as the patient was complaining of pain. The patient was concerned that "the implant was not completed correctly." It was also reported that stimulation did not help. No outcome or troubleshooting/interventions were reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent. The patient's indications for use included radiculopathy and spinal pain.

Manufacturer narrative:
Other applicable components are: product ID: 977a260, lot# va0kzp1011, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead.

Event description:
Additional information was received from the patient that reported that there was no therapy. The second device was not working since implant, and the patient has had a couple days benefit. At the time of the report, it wasn¿t working at all. The patient is not blaming the device, but that she is blaming it on not having guidance. ¿they¿ want to put in a third device; however the patient does not want a third one. The patient has been living in pain since 2000. The patient had a CT scan in (B)(6) 2014 when it was determined that the wires were loose in there and not hooked up to anything. The patient was not sure if the health care provider was aware of this. The patient had a CT scan the week prior to the report. The patient was attacked by a man in (B)(6) 2015 who threw her against concrete and that¿s why they had to do a CT. The patient was taken by ambulance because she couldn¿t breathe. The device was not connected and the wires weren¿t connected. The patient has had 3 back surgeries and can hardly walk. The health care provider wants to put a 4th device in; however, the patient was not going to do this. The year prior the report, the manufacturer representative checked the device and couldn¿t get it to work. It was thought that it was the battery. Xrays were performed and the manufacturer representative never found anything wrong with the implant.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that after the implant surgery when the patient was taken to her room, the patient remembered a woman telling her how to use it. The patient was so groggy and she did not remember anything that woman had said. When the patient went back to see the healthcare professional for follow up, the woman that came in to see the patient had asked whether the patient knew the healthcare professional stopped healthcare professional had stopped in the middle of the surgery. When the patient asked, the woman responded that the patient was complaining about her leg and foot hurting so bad that it got on the healthcare professional's nerves and the healthcare professional got mad. The healthcare professional said that he could not do it, so he stopped. It was also reported that the woman got the patient's implant to work. After the patient went home, it would work as long as the patient did not move. If the patient moved, she had to sit again; it had never worked like it should. It was noted that when it did work, the patient did not feel the pain. Since the patient had this done, it had never helped her enough to have gone through the surgery; the patient lived in pain 24/7. The patient felt that she did not get the help she needed with the implant that she should have gotten after the implant was done. No outcome or troubleshooting/interventions were reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent.